Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual examination shows that only the catheter was returned. Examination of the tracheal cuff body shows that there is a clean cut slit in the main body of the cuff . Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had incorrect component. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had incorrect component. Additional information received indicating that the patient was re-intubated.